Event description:
In 2007, patient rec'd ist vbr at l4-l5. Patient reported post-operative pain. On the following month, surgeon reoperated on pt and implanted another MFR's pedicle screw spinal system. Surgeon did not explant the ist vbr that was implanted on original date.

Manufacturer narrative:
Due to preexisting pulmonary disease, surgeon decided not to implant pedicle screw spinal system as originally planned during initial in 2007 surgery in order to minimize length of surgery.